Event description:
It was reported that the infusion set was completely detached from site on (B)(6)2026.

Manufacturer narrative:
Name- medtronic minimedstreet-18000 devonshire streetcity- northridge web state- ca zip code- 91325 zip four- 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380